Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The following other hip devices were added to this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 43771502; 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat# 6276-1-021; lot# 42034501; mod con dist stem 18 x 155 mm; cat# 6276-7-018; lot# caxn924d; trident psl ha cluster 50mm; cat# 542-11-50e; lot# mmhhe4; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mmdx11; 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mmdlem; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a trident liner was not confirmed.

Event description:
It was reported that dr. (B)(6) states patient presented with symptoms of an infected joint. He decided to do an I&d of the joint. Replacing the liner and head during the surgery.

Event description:
It was reported that dr. (B)(6) states patient presented with symptoms of an infected joint. He decided to do an I&d of the joint. Replacing the liner and head during the surgery.